Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID and weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant had to be removed due to the patient having peri-implantitis. Tooth location 18.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation with its bundled cover screw attached. Visual evaluation of the as returned implant identified minor nicks, dried blood and bone residue around the external and internal threads due to usage. The reported device was measured with calipers and the device was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A device malfunction was not found. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.